Event description:
The customer reported a diluent leak from the probe of a coulter® ac - t diff analyzer at the end of the startup. The leak was not contained in the instrument and the volume of the leak was a few milliliters. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched to the site for this event as the issue was assessed and resolved via beckman coulter inc. Led, customer executed, instrument troubleshooting. A beckman coulter customer technical specialist (cts), assisted the customer over the telephone. The cts had the customer replace the diluent filters. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode of this event was diluent filters, which needed to be replaced. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).